Event description:
It was reported to boston scientific corporation in 2008, that a hydra jagwire guidewire device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure (patient age, gender and weight unknown) three days prior. According to the complainant, the wire "frayed inside the scope." The physician stated that "the patient was not at risk from the device as the frayed section was contained in the scope." The procedure was completed with a second hydra jagwire guidewire device. No patient complications were reported as a result of this event.

Manufacturer narrative:
No consequences or impact to patient - frayed. The lot number is unknown; therefore, the manufacture date cannot be determined. A visual examination of the returned device revealed the teflon sleeve (ptfe sheath) was torn and appeared to have been sheared from the wire, exposing the core wire. No other anomalies were observed. The cause of the damage could not be determined.